Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), recommended endoprosthesis oversizing relative to the aortic vessel is approximately 10-21 percent. The intended aortic inner diameter for a 26mm excluder® component is 22-23mm. Per IFU, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After trunk-ipsilateral leg (rlt261218j/17518538) and contralateral leg components were successfully deployed, an aortic extender component (pla260300j/17255521) was implanted proximal to the trunk-ipsilateral leg component. Touch-up ballooning was then performed to the endoprostheses with a non-gore manufactured balloon catheter. According to the report, intra-procedure imaging revealed a small tear in the patient¿s proximal aortic neck. It was reported that aortic neck measured 20¿21mm in diameter around the implant site of the proximal endoprostheses. The procedure was concluded with the proximal neck tear being monitored.